Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 7:00pm. Reporter alleges that the meter gave a result of 76mg/dl and the end-user became unresponsive which prompted the reporter to call ems. End-user was found unresponsive after getting a 76mg/dl with prodigy meter. Only one test was performed with prodigy meter, end-user has used the prodigy meter since (B)(6) 2016. Reporter stated that there wasn't any food, drink or medication consumed while waiting for the ems. Paramedics were called 5 minutes after testing with the prodigy meter. Reporter stated the ems arrived within 15 minutes. End-users blood glucose was 43mg/dl with the paramedics' meter no other test was performed with the prodigy meter. End-user was treated with and IV glucose solution and was not transported to the hospital. End user currently prescribed novalog 32mg/dl in morning, 42mg/dl at noon, 48mg/dl night lantus 60mg/dl at morning and night and metformin 2500mg/dl a day. No additional details were provided.